Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device light flickers. There was no patient involvement reported with this event. (Dolphin std handle captured in companion report: (B)(4)).

Manufacturer narrative:
(B)(4). One (1) 004650003 rusch equiplite metal disposable miller 3 blade was received for investigation. During the visual inspection the blade was examined for any signs of misuse/abuse/damage. No physical defects were noted. During a preliminary functional test the suspect blade was attached to the returned, standard reusable dolphin handle. The blade was engaged. With a minimal amount of blade physical manipulation, slight flickering was confirmed. The reported flickering condition appears to be either manufacturing or design related. The manufacturer (truphatek, (B)(4)) has assigned complaint investigation ci-33-2018 to the discrepancy. The blade and handle will be returned to truphatek (B)(4) for evaluation. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not yet established.

Event description:
Customer complaint alleges the device light flickers. There was no patient involvement reported with this event. (Dolphin std handle captured in companion report: 8030121-2018-00051).